Event description:
It was reported that the interconnect printed circuit board (pcb) failed. The customer returned the product for the failed interconnect pcb, and during inspection it was found that the battery was out of specification and the event history logs (ehl) showed depleted battery alarms, and a motor rate error during testing. This was found during testing, and there was no patient involvement.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) medical center. H3, h6: the device was returned for root cause analysis. The event history log (ehl) showed battery depleted alarm, and the original equipment manufacturer (OEM) battery was checked, and it was found to be out of specification. The pump also failed the 12-hour tests and came back with a motor rate error. The cause of the motor rate error was due to the motor, drive assembly, clutch and mainboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The battery, motor, drive assembly, clutch, and mainboard were all replaced.